Event description:
The patient reported that 3 v-go devices in which the needle popped out. The patient stated that on (B)(6) 2021 she was putting on her shirt and that patient barely touched it and it popped out. The patient reported that last week as well patient had 2 other occurrences with the same exact issue of the needle popping out and that patient had barely touched the v-go device as well. The patient was not certain as to the exact dates of the occurrences. The patient did discard all of the 3 v-go devices .